Manufacturer narrative:
On oct 16, 2007 the saw involved in the reported event was evaluated. During the evaluation the technician was unable to duplicated the reported event; the saw performed within specifications. The saw was cleaned, lubricated, adjusted, and preventative maintenance was performed.

Event description:
It was reported by the customer representative that this saw leaked oil during a podiatry case and as a precaution, the wound site was irrigated. The customer representative also stated, they did not know of any treatment given to the pt as a result of this event. There were no reports of any adverse pt event associated with this alleged malfunction.